Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image went blank and displayed a purple box. The issue occurred during an unspecified procedure while the patient was under sedation and a needle was being used inside the patient. The procedure was completed with the same device, and there were no reports of patient harm.